Manufacturer narrative:
The technician found the hand pendant was the cause. The technician removed the hand pendant from the bed to resolve the issue.

Event description:
The account alleged the bed lowers by itself. No injury reported.